Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that that the customer was playing hockey when the pump touch screen became shattered; subsequently, customer could no longer interact with the pump. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.